Event description:
It was reported to empi that a patient slept all night with the tens unit and two small electrodes placed at the base of her skull behind her ear. Both electrodes were placed behind one ear. The electrodes were held in place with a headband. Once the patient reported an adverse response, it was recommended that the patient not sleep with this unit. It was recommended that the patient stop use and contact md. The patient felt that the device caused her to have a transient ischemic attack (tia). On (B)(6)-2014, the patient went to the emergency room to see if she had a transient ischemic attack (tia) while using the device. Patient was going to see a neurologist the week of (B)(6), 2014.

Manufacturer narrative:
The suspect device was not returned for empi to evaluate.the manual states:transcerebral stimulation - do not apply electrical stimulation transcerebrally(through the head).using device while sleeping - do not use while sleeping because the lead wires or theelectrodes may become disconnected.if further information is received a follow-up report will be filed. Patient did not return the device.